Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in south korea called to report eye pain while wearing the acuvue® 2® define¿ brand contact lens in (B)(6) 2019. The eye was red upon removal of the suspect lens. The pt went to an eye care provider (ecp) who diagnosed an ¿eye infection¿ and was prescribed eye drops (medication name was unknown). On (B)(6) 2019 the pt called to provide additional information. Pt was prescribed levocle eye drops, fumeron eye drops 0.02% and hyaluron eye drops tid. The pt reported the affected eye is the os. On (B)(6) 2019 the pt sent additional the medical reports. Medical record dated: (B)(6) 2019; diagnosis: os idiopathic cornea ulcer; idiopathic acute conjunctivitis; idiopathic keratitis; dry eye syndrome; myopia; astigmatism. Comment: ¿since (B)(6) 2017 to (B)(6) 2019, this patient has been examined.¿. Medical record dated: (B)(6) 2019; diagnosis: os idiopathic cornea ulcer; idiopathic acute conjunctivitis; dry eye syndrome; idiopathic keratitis. ¿comment: (B)(6) 2019 examined and treated for such reason. We assume medical events were related to contact lens wear.¿ the medical report indicated the pt visited the hospital on (B)(6) 2019. On (B)(6) 2019 additional information was provided. Prescription receipt dated (B)(6) 2019 for levocle eye drops; fumeron eye drops; hyaluron eye drops. The suspect os contact lens was requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3617470259 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
An open lens case was received containing 2 worn lenses for lot number 3617470259. The parameters of the two lenses were measured and a visual inspection was performed. Both lenses met company standards for base curve, center thickness, and diameter. A magnified visual inspection revealed the worn lens # 1 had an edge chip and an edge tear. The worn lens # 2 was missing color print. The product was returned opened and it is not known what external influences may have contributed to the evaluation results. If any further relevant information is received, a supplemental report will be filed. 10 - testing of actual/suspected device.